Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that two high, out of range pacing impedance spikes (>2000 ohms) were observed from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic testing to verify the rv lead integrity and the connection to the device. However, the physician elected to reprogram the impedance alerts of the device to a higher value and will continue with normal follow ups at this time. The system remains implanted and in service and the patient was stable with no adverse consequences.